Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The na electrode lot number was fev53 with an expiration date of 26-sep-2026. The customer stated qc was acceptable. There were multiple noise, voltage, and calibration-related alarms on the alarm trace data. The field service engineer (fse) found aspiration issues due to clogged vacuum and sipper nozzles. The fse cleaned, flushed, and adjusted the nozzles. Instrument checks, calibration, qc, and precision were all acceptable. The samples in question were repeated with acceptable results. The investigation determined the event was due to a maintenance issue.

Manufacturer narrative:
The cobas pro analyzer serial number was (B)(6).

Event description:
The initial reporter questioned high results for multiple patient samples tested for sodium electrode (na) on a cobas pro ise analytical unit. Examples of discrepant results were provided for 2 patient samples. Patient 1 initial result was 153 mmol/l. The repeat result from a different cobas pro analyzer was 137.6 mmol/l. Patient 2 initial result was 154 mmol/l. The repeat result from a different cobas pro analyzer was 139.8 mmol/l. The initial results were questioned by the doctor. The repeat results were believed to be correct. Amended reports were issued.